Event description:
Cement triathlon femoral component was removed during primary tkr after already cemented onto patient. Prosthesis soaked in betadine. Surgeon informed that replacement prosthesis available. Chose to re-implant original prosthesis.

Event description:
Cement triathlon femoral component was removed during primary tkr after already cemented onto patient. Prosthesis soaked in betadine. Surgeon informed that replacement prosthesis available. Chose to re-implant origianl prosthesis.

Manufacturer narrative:
Based on the provided information, it has been determined that this event is associated with an off-label application. A review of the packaging insert included with the device at the time of manufacture, (B)(4), states the following warnings regarding re-using implants: warnings: discard all damaged or mishandled implants. Never reuse an implant, even though it may appear undamaged.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. (B)(4).